Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through an implant card that a vns patient underwent generator and lead replacement surgery due to lead discontinuity. At the moment good faith attempts to obtain further information have been unsuccessful to date.